Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had cable torned. The event occurred during set up /inspection for use (during set up in room / before patient in room). There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. Corrected fields: d9. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on cable unit, water tightness and endoscopic image are lost (no image). Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, water tightness and endoscopic image are lost (no image). The most probable cause is identified due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.